Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 421 mg/dl. Customer treated their blood glucose with the insulin pump and glucose pills. It was also found the customer was fatigued and seeing black spots from their high blood glucose. The customer was able to lower their blood glucose to 361 mg/dl at the end of the call. Troubleshooting was unable to confirm whether the customer's drive support cap was damaged. The customer also declined to troubleshoot any further. Advised the customer to call back to complete troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.